Manufacturer narrative:
Concomitant products cont.: 5076-45 lead implanted: (B)(6) 2016.

Event description:
It was reported that t-wave oversensing was observed. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.